Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the pt remains ongoing on vad support at this time and no further issues have been reported. A root cause for the pt's bleeding could not be conclusively be determined through this eval. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis. No conclusion can be drawn as to the cause of this event. No further info is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced bleeding and anemia of unspecified origin. The pt's ptt was 38.10 seconds, inr was 1.3 and platelet count was 346,000 mm3. The pt received one unit of packed red blood (prbs) and was treated with warfarin. The event was reported to have resolved by (B)(6) 2012.